Event description:
It was reported that the ilet issued an alert 38 indicating consecutive stalled motor with an associated prompt to change the infusion set, after which the user entered inputs and restarted the pump. Log review indicated the pump did not restart on its own. No symptoms or change in blood glucose reported. Outcomes included no clinical impact and no medical intervention. Investigation included review of device logs and follow-up outreach for education and supply assessment. Investigation of this case revealed user-initiated restart steps following the alert and no autonomous device restart. It was concluded that the device functioned as designed when alerting for stalled motor, and user education on response steps would be provided.